Event description:
It was reported that the patient underwent an ipg and leads replacement procedure due to an unknown reason. The patient was doing well postoperatively. Additional information was received that the ipg and leads were replaced due to patient had new pain pattern.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch:7083912/7084043.

Event description:
It was reported that the patient underwent an ipg and leads replacement procedure due to an unknown reason. The patient was doing well postoperatively.